Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 500 mg/dl. The customer treated with manual injection. Customer's blood glucose value was 223 mg/dl at the time of the call. Customer states insulin is "squirting out" during the manual prime process and issues with temp vent blockage. Customer declined to troubleshoot for high readings. The product will be returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self- test and unexpected restart error test. The insulin pump passed all operating currents tested within the specification range and passed off no power test. No gap between the piston and reservoir stopper during prime. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, stained end cap sticker, corroded battery tube, broken belt clip slot and minor scratches on display window noted. No moisture damage on electronics and motor assembly noted.